Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 27mm mitral mechanical valve, postoperative ultrasound showed that one leaflet would not open. It was reported that the leaflet motion was tested and functioned properly during the initial implant. The valve was rotated in the annulus in attempt to improve leaflet motion. Ultimately the valve was explanted and replaced with another valve of the same size and model. The physician felt this issue was due to a "product quality problem". No additional adverse patient effects were reported.